Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button on the insulin pump was not functional. Customer stated they were unable to bolus as a result. Customer also reported the insulin pump was alarming, but the customer was unable to clear the alarm due to the keypad anomaly. Customer's blood glucose was 201 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer declined to return the product for analysis.